Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 1084744. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system the catheter backed out of the vein. The following information was provided by the initial reporter and translated to english. The customer stated: "the nurse used a closed indwelling needle for infusion. On the second day of infusion, the cannula of the closed indwelling needle fell off, which was immediately treated."